Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion alarm. This alarm may have been a false alarm. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed.¿ the cause of this condition is unknown and no repairs were made to correct the reported condition. This complaint is an ancillary service event opened during investigation of (B)(4). If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.